Manufacturer narrative:
The user facility reported that the system 1e processing cycles for the scopes used in these patient procedures completed successfully with no abnormalities. The printouts for the cycles confirm that the cycles completed successfully. Additionally, the facility utilizes chemical indicators for all system 1e cycles and reported that all chemical indicators passed on the dates of the patient procedures. The system 1e diagnostic cycles also passed on the dates of the alleged events. All system 1e diagnostic and chemical indicator results reflect that proper sterilant delivery occurred during the cycles in question, resulting in effective liquid chemical sterilization of the referenced scopes. Therefore, it is believed that the cause of the alleged infections is likely to be factors not related to system 1e processing of the devices. The system 1e processor is designed with a series of process monitors to prevent the type of reported event from occurring. The device monitors processing parameters and if any of the parameters are not met, the device automatically aborts the cycle. Each parameter defined within the processing cycle is microcomputer controlled and monitored. If a prescribed condition is not met, the cycle is automatically aborted and the operator alerted. In addition, each cycle is documented, including fault and diagnostic messages on cycle printout tapes. The system 1e processing cycle is divided into five phases, all of which contain parameters that are monitored and must be met for a processing cycle to complete successfully. Each of the parameters listed below were adequately met at the time of the alleged event as confirmed by passing results evidenced on the cycle printout tapes. The cycle preparation phase. During this phase a series of checks are performed to ensure that the system 1e processor is ready to perform a processing cycle. If temperature, uv light intensity and/or fill time do not meet the minimum specifications, the system aborts the cycle. The warm/mix phase. The steris 40 sterilant concentrate is diluted and heated during this phase. If temperature, time and/or the operation of the high pressure pump are not to specifications, the system aborts the cycle. The exposure phase. During this phase the load in the processor is exposed to the steris 40 use dilution. If the specifications for temperature and/or chamber levels are not met, the system aborts the cycle. The rinse and air purge phase. During this phase the load in the processor is rinsed with extensively treated water, after which device lumens are purged of any remaining water. If the time required to fill the processor exceeds specifications, the system aborts the cycle. Filter integrity test phase. During this phase the filter is tested to confirm its integrity for production of extensively treated water. If the test specifications are not met in this phase, the system aborts the cycle. If a cycle aborts during any of these phases, the operator is alerted, and the printout from the processor includes fault messages relating to the reason for the aborted cycle. Users are instructed in the system 1e operator's manual to re-process scopes from an aborted cycle prior to use in patient procedures. The operator's manual also requires that devices are cleaned per the manufacturers' instructions prior to processing a device in a system 1e unit. The following warning appears on page 5-2: "failure to thoroughly clean devices, endoscopes, etc, may result in ineffective liquid chemical sterilization." It is also important to note that the user reported diagnostic cycles run on the dates of the alleged events passed successfully. The diagnostic cycle performs a series of tests to confirm the processor's systems are functioning properly. Failure of any test automatically aborts the diagnostic cycle and a fault message corresponding to the failed test is listed on the cycle printout. A processing cycle cannot be initiated after a diagnostic failure until the problem is corrected and a successful diagnostic cycle has been completed. Based on the successful diagnostic cycle and processing cycles which processed the scopes used in the patient procedures, the reported patient infections were not the result of our system 1e processor. Through the course of the investigation it was identified that the user facility attempted to service the system 1e through its biomedical department. However, hospital biomedical departments have not received training to service system 1e units. During installation the user facilities are instructed to contact steris for all service repairs and preventative maintenance during the warranty period. The user facility declined formal in-service on the proper use and operation of the s1e processor. The user facility has reported no additional issues with their system 1e processor.

Event description:
The user facility reported that two patients allegedly developed infections following procedures utilizing scopes processed in a system 1e processor. Requests for further information regarding the patients have been refused by the user facility.